Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into upper buttocks on (B)(6) 2022. On (B)(6) 2022, the patient was outside with their parent at a campfire when they did not feel well. They stated they needed to sit down. The cgm was reading 113 mg/dl and when the blood glucose was checked, the meter was reading 578 mg/dl. The patient was taken to the hospital; however, no further information was provided regarding the hospital visit. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.